Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the rear response button cover was missing and the button was damaged internally. The root cause of the damaged response button could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's response buttons were not able to activate the device.